Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert occurred when the issue started. There was no adverse impact to the customer¿s blood glucose level. Customer attempted various solutions with technical support's guidance, including using different charging cables and adapters, but none resolved the issue. As a result, technical support decided to send a replacement pump with updated software. The customer agreed to use manual injections as a backup therapy.